Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned for evaluation. The actuator is in the post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during a meniscus repair surgery t2 could not be deployed according to the standard operating procedure. A backup device was used to complete the surgery. No significant delay or patient injury reported.